Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
According to a purchaser, a doctor reported that we had two more lenses that broke inside the cartridge. Making this a total of four lenses thus far. Additional information has been requested. There are four medical device reports associated with the events being reported. This report is for the one of four unspecified model lenses that broke inside the cartridge. The lens diopter was not indicated for this lens.